Manufacturer narrative:
When the introducer was discovered leaking, it was removed from the patient and another introducer placed in the patient. There was no injury to the patient. A review of the device history records showed no inconsistencies or abnormalities. The inspection records for the incoming assemblies showed no inconsistencies. A pressure test was performed on the two returned 7f introducers and the one returned 8f introducer and they all passed the pressure requirements. One of the returned 7f introducers and one of the returned 8f introducers showed marginal leakage. The dilator was returned indwelling in the introducer and was sterilized before examination. The gaskets appeared to have a gap or opening which may have been because the dilator was returned indwelling in the introducer and sterilized together before examination. All assembly procedures required 100 in-process inspection. No other similar complaints have been received for this lot number.

Event description:
When the dilator was removed out of the introducer, the introducer would leak blood. I believe the self sealing valve may have not worked properly thus leading to the blood leakage. The physician had to replace the introducer.